Event description:
A us distributor contacted zoll to report that the patient developed broken skin from the ucor hfams patch. The patient described the area as broken skin, red, raised. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended getting some air due to the skin irritation. The outcome of the skin irritation is unknown.